Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt experienced a change in therapy effect with intermittent underdosing/withdrawal. It ws believed that the pump was "working intermittently". The pt had presented to the ER on several occasions in the past two weeks. A catheter dye study showed a pt functional system. Event logs were confirmed to be normal. The hcp also stated they would be ruling out any underlying unrelated medical conditions. The pump was used to deliver hydromorphone, clonidine, bupivicaine and baclofen. A follow-up report will be sent if additional info becomes available.